Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported to olympus the flushing pump front panel flow rate adjustment function was out of order. The reported issue occurred during or prior to an unknown procedure. The procedure was subsequently completed with the same set of equipment. There was no patient/user harm or injury reported due to the event.

Event description:
There was no additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of control panel a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of control panel. Olympus will continue to monitor field performance for this device.